Event description:
Per medwatch: "defibrillator took approx thirty seconds to charge to 360 joules for a 70 y/o who experienced cardiac arrest in day surgery unit status post colonoscopy. Pt expired two hours later despite full acls protocol. Device had been properly plugged-in before being unplugged and transported for emergent use.